Event description:
It was reported to boston scientific corp on (B)(6), 2009, that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on (B)(6), 2009, involving a (B)(6), female, pt. According to the complainant, during the ercp for removal of gallstones, a 15-18mm extractor rx was used to trawl the common bile duct to get the gallstones out. This was completed successfully 2 times but on the third time the balloon separated from the balloon catheter. The balloon catheter was removed and the balloon piece came out as well. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).